Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.